Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The probable cause of the software error was due to a depleted snap hat battery. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a software error and whitescreen error. The device was returned to the biomedical department from an unspecified floor with an unknown note attached. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device displayed a software error and alarmed with a whitescreen error. No additional information was provided.